Manufacturer narrative:
H3: the device was received for evaluation. Service history review and event history log review were not performed. Visual and functional testing was performed, and the customer¿s reported problem of continuous occlusion alarms was confirmed. The downstream occlusion (dso) test result was out of specification at 8 psi. The most probable cause was determined to be a decelerated/out-of-specification dso sensor. The dso seal was replaced, and the sensor was recalibrated to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming occlusion continuously. There was patient involvement and no patient harm.